Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed black screen and did not turn on. A field service engineer replaced drawer controller boards, retractor bands, and pyxis module controller (pmc) board on main enhanced half height drawer 3-1 and 3-2 and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system displayed black screen and did not turn on. The customer tried to reboot but the issue persisted. The customer opened back panel on main and auxiliary and found that the device worked except for one drawer which was disconnected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.